Event description:
User reported false positive result on the (B)(6) 2021. Negative pcr and rapid antigen test the following day. Symptomatic. Not vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result on the (B)(6) 2021. Negative pcr and rapid antigen test the following day. Symptomatic. Not vaccinated.